Manufacturer narrative:
The model and serial numbers for the toothbrush were not provided. Device manufacturing date not available due to the toothbrush not being returned.

Event description:
Consumer called stating that that they experienced a fire in their home and a sonicare power toothbrush was in the area of origin.